Manufacturer narrative:
Exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the surgery center did not release the battery to the reps care.